Event description:
A malfunction was reported on a pump by a caller, who noted no significant events prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump malfunction was resolved after charging the battery, and the caller was given information for resetting the pump, which they acknowledged. The customer was advised to continue using the pump and to reach out again if the issue recurs.